Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out "a review of device history records was performed on (B)(6) 2018 and revealed that the lead passed quality control inspection prior to distribution."

Event description:
A review of device history records revealed that the lead passed quality control inspection prior to distribution.

Event description:
Follow up with the company representative revealed that the physicians had initially provided the incorrect product information to him. A review of device history records revealed that the correct lead passed quality control inspection prior to distribution. The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
Lead product analysis was completed. The allegation of high impedance was not confirmed. The lead was returned intact. Setscrew marks were not identified on the lead connector pin. The condition of the lead was consistent with those typically existing following implant and, therefore, the absence of setscrew marks on the connector pin was evidence that the lead was not fully implanted. The connector pin was successfully inserted into a functioning demo generator in the product analysis lab. No issues were found. There was no evidence to suggest any device-related anomaly with the returned lead assembly which may have contributed to the high impedance.

Event description:
It was reported that high impedance was observed during the patient's initial vns implantation surgery. It was stated that multiple attempts at lead pin insertion troubleshooting were performed and that the high impedance did not resolve. It was reported that a generator diagnostic test was performed using a test resistor and the results were within normal limits. The lead was removed from the nerve and place into a saline solution. It was reported that the impedance was within normal limits at this point, but upon placing the lead back on the nerve, high impedance was detected again. A new lead was implanted and diagnostics were within normal limits. The suspect lead has not been received by the manufacturer to date. No additional relevant information has been received to date.